Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryoablation procedure during the first freeze of the left inferior pulmonary vein (lipv) an acute loss of oxygen saturation occurred causing asystole. It was further reported that the patient experienced cardiac tamponade. "Mechanical and external reanimation" was performed and a thoracotomy was administered to evacuate fluid. The cause of the tamponade was unknown. The case was aborted and the patient was under general anesthesia. The patient was hospitalized in critical condition and transferred to another facility for additional treatment to eliminate pericardiac blood from the tamponade. It was noted that the entire region of the patient's left pulmonary vein (pv) was intact. No further patient complications have been reported as a result of this event. On 2017-08-08, 12:46:48: incoming information indicated that the mapping catheter and sheath were in the heart at the time of the tamponade.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the manufacturer's representative reported that the patient is deceased.